Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pelvic pain (pain it came very sudden and was severe)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included depression and migraine. Concurrent conditions included axillary lump, arthrogram and ovarian cyst. Concomitant products included diclofenac, omeprazole, propranolol (propanolol), rizatriptan, sumatriptan and venlafaxine. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced depression ("depression-relationship issues with husband."). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), the second episode of dyspareunia ("dyspareunia/pain: right abdomen (during intercourse)"), migraine ("migraines"), headache ("headaches"), back pain ("pain: low back pain"), coital bleeding ("bleeding after intercourse") and abdominal pain ("pain: right abdomen"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy), and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, headache, depression and abdominal pain outcome was unknown and the last episode of dyspareunia, back pain and coital bleeding had resolved. The reporter considered abdominal pain, back pain, coital bleeding, depression, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: per pfs: plaintiff reported that my husband had an affair because of my not wanting to have sex because of pain during intercourse. Since then I have been battling depression. Per mr: in 2008 she reports having a diagnostic laparoscopy and endometrial ablation. She was told at time that there was endometriosis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea and dyspareunia." Most recent follow-up information incorporated above includes: on 21-may-2018: pfs+mr received: reporter information was added. This case concerns 36 year old patient. Her demographic was added. Her historical and concurrent condition were added. Essure indication was amended. Essure removal date was added. Concomitant medications were added. Plaintiff fact sheet received. Following events: fallopian tube perforation, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), migraines, headaches, dyspareunia (painful sexual intercourse); pain: low back pain, depression, bleeding after intercourse, pain: right abdomen and she did not undergo essure confirmation test were added. She had recovered form events: abdominal pain, dyspareunia, bleeding after intercourse. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pelvic pain (pain it came very sudden and was severe)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 36-year-old female patient who had essure (ess205) (batch no. 620741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included depression and migraine. Concurrent conditions included axillary lump, arthrogram and ovarian cyst. Concomitant products included diclofenac, methocarbamol (methocarbamol mita), omeprazole, propranolol (propanolol), rizatriptan, sumatriptan and venlafaxine. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, 2 months 25 days after insertion of essure (ess205), the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), the first episode of dyspareunia ("dyspareunia/pain: right abdomen (during intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced depression ("depression-relationship issues with husband."). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain ("pain: low back pain"), coital bleeding ("bleeding after intercourse") and abdominal pain ("pain: right abdomen"). The patient was treated with venlafaxine (effexor), surgery (hysterectomy with unilateral salpingo-oopherectomy, ablation), surgery (hysterectomy with unilateral salpingo-oopherectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, headache, depression and abdominal pain outcome was unknown and the pelvic pain, the last episode of dyspareunia, back pain and coital bleeding had resolved. The reporter considered abdominal pain, back pain, coital bleeding, depression, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: per pfs: plaintiff reported that my husband had an affair because of my not wanting to have sex because of pain during intercourse. Since then I have been battling depression. Per mr: in 2008 she reports having a diagnostic laparoscopy and endometrial ablation. She was told at time that there was endometriosis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea and dyspareuria." Most recent follow-up information incorporated above includes: on 24-oct-2018: new pfs received- lot number, concomitant and treatment drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pelvic pain (pain it came very sudden and was severe)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 36-year-old female patient who had essure (ess205) (batch no. 620741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included depression and migraine. No urinary symptoms. No change in gi symptoms pain is persistent in the right lower quadrant. Concurrent conditions included axillary lump, arthrogram, ovarian cyst and endometriosis. Concomitant products included diclofenac, methocarbamol (methocarbamol mita), omeprazole, propranolol (propanolol), rizatriptan, sumatriptan and venlafaxine. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, 2 months 25 days after insertion of essure (ess205), the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), the first episode of dyspareunia ("dyspareunia/pain: right abdomen (during intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced depression ("depression-relationship issues with husband."). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain ("pain: low back pain"), coital bleeding ("bleeding after intercourse") and abdominal pain ("pain: right abdomen"). The patient was treated with venlafaxine (effexor), surgery (hysterectomy with unilateral salpingo-oophorectomy, ablation), surgery (hysterectomy with unilateral salpingo-oophorectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, headache, depression and abdominal pain outcome was unknown and the pelvic pain, the last episode of dyspareunia, back pain and coital bleeding had resolved. The reporter considered abdominal pain, back pain, coital bleeding, depression, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: per pfs: plaintiff reported that my husband had an affair because of my not wanting to have sex because of pain during intercourse. Since then I have been battling depression. Per mr: in 2008 she reports having a diagnostic laparoscopy and endometrial ablation. She was told at time that there was endometriosis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea and dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pelvic pain (pain it came very sudden and was severe)') and menorrhagia ('abnormal bleeding menorrhagia') in a 36-year-old female patient who had essure (ess205) (batch no. 620741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included depression and migraine. No urinary symptoms. No change in gi symptoms pain is persistent in the right lower quadrant. Concurrent conditions included axillary lump, arthrogram, ovarian cyst and endometriosis. Concomitant products included diclofenac, methocarbamol (methocarbamol mita), omeprazole, propranolol (propanolol), rizatriptan, sumatriptan and venlafaxine. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"), 2 months 25 days after insertion of essure (ess205). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), the first episode of dyspareunia ("dyspareunia/pain: right abdomen during intercourse") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2016, the patient experienced depression ("depression-relationship issues with husband"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced the second episode of dyspareunia ("dyspareunia painful sexual intercourse"). On an unknown date, the patient experienced back pain ("pain: low back pain"), coital bleeding ("bleeding after intercourse"), abdominal pain ("pain: right abdomen") and post procedural complication ("post procedural complication"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (ablation and hysterectomy with unilateral salpingo-oophorectomy, ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, migraine, headache, depression, abdominal pain and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, the last episode of dyspareunia, back pain and coital bleeding had resolved. The reporter considered abdominal pain, back pain, coital bleeding, depression, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: per pfs: plaintiff reported that my husband had an affair because of my not wanting to have sex because of pain during intercourse. Since then I have been battling depression. Per mr: in 2008 she reports having a diagnostic laparoscopy and endometrial ablation. She was told at time that there was endometriosis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea and dyspareuria." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication. Outcome of event menorrhagia updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pelvic pain (pain it came very sudden and was severe)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (ess205) (batch no. 620741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included depression and migraine. No urinary symptoms. No change in gi symptoms pain is persistent in the right lower quadrant. Concurrent conditions included axillary lump, arthrogram, ovarian cyst and endometriosis. Concomitant products included diclofenac, methocarbamol (methocarbamol mita), omeprazole, propranolol (propanolol), rizatriptan, sumatriptan and venlafaxine. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"), 2 months 25 days after insertion of essure (ess205). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), the first episode of dyspareunia ("dyspareunia/pain: right abdomen (during intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced depression ("depression-relationship issues with husband."). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain ("pain: low back pain"), coital bleeding ("bleeding after intercourse"), abdominal pain ("pain: right abdomen"), post procedural complication ("post procedural complication") and genital haemorrhage ("abnormal bleeding"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (ablation and hysterectomy with unilateral salpingo-oopherectomy, ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, migraine, headache, depression, abdominal pain and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, the last episode of dyspareunia, back pain, coital bleeding and genital haemorrhage had resolved. The reporter considered abdominal pain, back pain, coital bleeding, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: per pfs: plaintiff reported that my husband had an affair because of my not wanting to have sex because of pain during intercourse. Since then I have been battling depression. Per mr: in 2008 she reports having a diagnostic laparoscopy and endometrial ablation. She was told at time that there was endometriosis. Received treatment for- pain, bleeding, psych injury. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea and dyspareuria." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new events abnormal bleeding was added. Reporter was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pelvic pain (pain it came very sudden and was severe)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (ess205) (batch no. 620741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included depression and migraine. No urinary symptoms. No change in gi symptoms pain is persistent in the right lower quadrant. Concurrent conditions included axillary lump, arthrogram, ovarian cyst and endometriosis. Concomitant products included diclofenac, methocarbamol (methocarbamol mita), omeprazole, propranolol (propanolol), rizatriptan, sumatriptan and venlafaxine. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"), 2 months 25 days after insertion of essure (ess205). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), the first episode of dyspareunia ("dyspareunia/pain: right abdomen (during intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced depression ("depression-relationship issues with husband."). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain ("pain: low back pain"), coital bleeding ("bleeding after intercourse"), abdominal pain ("pain: right abdomen"), post procedural complication ("post procedural complication") and genital haemorrhage ("abnormal bleeding"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (ablation and hysterectomy with unilateral salpingo-oopherectomy, ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, migraine, headache, depression, abdominal pain and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, the last episode of dyspareunia, back pain, coital bleeding and genital haemorrhage had resolved. The reporter considered abdominal pain, back pain, coital bleeding, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: per pfs: plaintiff reported that my husband had an affair because of my not wanting to have sex because of pain during intercourse. Since then I have been battling depression. Per mr: in 2008 she reports having a diagnostic laparoscopy and endometrial ablation. She was told at time that there was endometriosis. Received treatment for- pain, bleeding, psych injury. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea and dyspareuria." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new events abnormal bleeding was added. Reporter was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic right salpingo-oophorectomy). At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Sopntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pelvic pain (pain it came very sudden and was severe)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included depression and migraine. Concurrent conditions included axillary lump, arthrogram and ovarian cyst. Concomitant products included diclofenac, omeprazole, propranolol (propanolol), rizatriptan, sumatriptan and venlafaxine. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, 2 months 25 days after insertion of essure (ess205), the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), the first episode of dyspareunia ("dyspareunia/pain: right abdomen (during intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced depression ("depression-relationship issues with husband."). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain ("pain: low back pain"), coital bleeding ("bleeding after intercourse") and abdominal pain ("pain: right abdomen"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy, ablation), surgery (hysterectomy with unilateral salpingo-oopherectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, headache, depression and abdominal pain outcome was unknown and the pelvic pain, the last episode of dyspareunia, back pain and coital bleeding had resolved. The reporter considered abdominal pain, back pain, coital bleeding, depression, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: per pfs: plaintiff reported that my husband had an affair because of my not wanting to have sex because of pain during intercourse. Since then I have been battling depression. Per mr: in 2008 she reports having a diagnostic laparoscopy and endometrial ablation. She was told at time that there was endometriosis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea and dyspareuria." Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- outcome of event pelvic pain from unknown to recovered/resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.